Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. Unexplained power on reset events were in the available black box data. The battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap was used. The rewind, load, and prime steps were performed successfully. No further power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged a cracked battery compartment, with stripped battery cap threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.